Manufacturer narrative:
(B)(6). Report is for one (1) unknown vectra plate. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during the extraction of a screw from vectra plate, a screwdriver broke. The surgery was delayed for two (2) hours. The plate was successfully replaced and the surgery was completed. There were reportedly no problems with the plate or screws and the patient was reported as being in "good" condition. Report is for one (1) unknown vectra plate this is report 3 of 3 for (B)(4).